Event description:
Implant date 2004. Infuse bone graft, local bone and master graft were used posteriorly on the lumbar spine at l4-l5. Gelfoam and thrombin was used. In 2005, pt complained of pain and numbness in the right iliac wing. Radiology report states "extensive calcification along the right psoas muscle as well as in the right iliac fossa on the anterior spine." Biopsy was taken for analysis. The right gross exam was reported to be unremarkable.